Manufacturer narrative:
Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event.

Manufacturer narrative:
(B)(4). Multiple MDR's were submitted for this event. Please see reports: 0001825034 - 2017 - 08723, 0001825034 - 2017 - 08724. Concomitant medical products: femoral head,unknown part/lot, acetabular liner, unknown part/lot, femoral stem,unknown part/lot, acetabular cup, unknown part/lot. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted.

Event description:
The patient is reporting pain and continuous leaking of cobalt post left hip arthroplasty. No further information has been made available at this time.